Manufacturer narrative:
According to an article from nephrology news dated 06/02/2014 and the FDA website re; the naturalyte liquid bicarbonate concentrate recall dated 05/28/2014, the FDA has received one report of death that may be related to the recalled lots. Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical department is in the process of its investigation into the allegation. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported via a news article on the FDA website that a death was reported in relation to the use of a naturalyte product. There is no further info available about the event.